Manufacturer narrative:
(B)(4). Date sent: 5/23/2024. B3: unknown, assumed first day of month that complaint was reported. D4: batch # x7049u. Additional information was requested and the following was obtained: "how did device not work? Every time they tried to fire a clip they were coming out not appropriately and bent and not aligned. Did device jammed (not fire clips)? Clips weren¿t coming out appropriately. Did device not feed clips? No. Did device drop or eject clips? No. Did device sideways feed clips? Yes. Did device fire malformed clips? Yes. Did device fire scissored clips? Yes. If other please specify" an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, clips would not come out properly. Replaced clip applier and had the same issue again. A third device was used. No patient consequences.